Event description:
Reporter indicated a vns therapy patient complained of the lead wire protruding out of her neck; however, the surgeon had not seen the patient at the time of the report. Follow up revealed, the surgeon evaluated the patient and stated "it was not as bad as he initially anticipated." The surgeon did not note any signs of infection and it was stated the lead "was only slightly extruding." The surgeon believes it should be revised electively once authorization is obtained, but it is not urgent or a serious injury. No interventions are planned to date. It was also noted the patient is slightly mrdd and is picking at the site, which is what caused the extrusion.